Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable and a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.